Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery "du" to a dislocation occurred (B)(6) 2019. ø36/+3 humeral cup was removed and replaced by ø40/+9 humeral cup. A previous revision surgery due to a dislocation occurred july 16,2019. Primary surgery (B)(6) 2019.